Event description:
It was initially reported due to complications and infection the patient's pump and stimulation devices were removed. Additional information received confirmed in 2007, the patient was hospitalized due to hypotension. Drainage was noted from both the pump and ipg sites which had been going on for about two weeks. Infectious disease was consulted and it was recommended both systems be removed. The patient recently underwent implantation of a new pump device. There is no plan to implant a new stimulation system. See MFR report # 3004209178200805288.